Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a patient with dry eye at lasik four month post-operative visit. At visit patient complained of blurry vision and dryness. Additional information has been requested. This report is for the left eye, and additional report will be filed for the right eye.